Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted and the cpu was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system and communication failed errors and intermittently failed to boot up. There is no report of death or serious injury associated with the complaint.